Manufacturer narrative:
Based on the available information and due to the timing of the event as related to the implantation of the device, clinical and patient factors may have contributed with no indication of a relationship to any device performance or manufacturing issues. Although a definitive conclusion cannot be made, patient and clinical factors including comorbidities may have contributed to the event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Driveline infection is a potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors can also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the clinical database that the patient presented to the emergency department (ed) for further evaluation of pus-like drainage around his driveline along with extreme pain. The patient denied fevers, chills, nausea, and vomiting. Cultures were taken on admission and intravenous (IV) vancomycin was started empirically. Computed tomography scan performed on (B)(6) 2016 showed no fluid collection associated with the lvad or driveline. Infectious disease (ID) was consulted. Blood cultures drawn on (B)(6) 2016 were negative, however, driveline cultures drawn on (B)(6) 2016 were positive for serratia marcescens. The patient was discharged home on (B)(6) 2016 on oral cipro 750 mg twice a day for 30 days. Of note, the patient is an active individual, therefore, the irritation may be suspected trauma, although the patient denied any trauma. The event is considered chronic and is ongoing. The primary investigator deemed the event as related to patient condition and unrelated to the lvad procedure and device. No further information was provided.